Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an error message and would not connect. The issue occurred during inspection for use, and no patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the likely cause of the unknown error message and lack of connection was due to an e204 focus control abnormality detection error and long tail actuator not working. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.